Event description:
A peritoneal dialysis pt's caregiver called to report she had re-set up the treatment set due to the cassette was leaking during drain. The treatment was discontinued. The pt also reported pain. Of note: the clinic was contacted and in speaking with the nurse there is no information that the pt received medical intervention. Also, the nurse reported no further concerns.

Manufacturer narrative:
(B)(4).